Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, reasonably known information suggests probable causes such as material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced a color bar on display issue during a therapeutic procedure. The procedure was completing using the same device. There were no reports of patient harm.